Event description:
It was reported that the patient¿s stimulator sometimes shocked him, or the corner ¿poked¿ him. It didn¿t happen often, he could move around and it would quiet, or he could turn it on or off and it would clear up and wouldn¿t happen again for some time. The patient didn¿t know if it was the shape of the stimulator or what. It had been occurring for a month or so prior to the report. It would happen if he turned wrong or leaned back on something. It initially did it 4-5 times in a row. The patient discussed the issue with a company representative and described the sensation as pinching at the battery site (specifically when he sat in a recliner). The patient planned to return to the clinic on 2014 (B)(6) and a company representative would evaluate the device and do an impedance check as well as reprogramming. It was suggested the patient decrease amplitude to eliminate discomfort. The patients status was alive with no injury. Additional information was requested regarding the appointment and outcome. If received a follow up report will be sent.

Event description:
Additional information received reported there was a 50% or greater symptom reduction. Components involved with the issue were peripheral field stimulation and the patient turning the intensity too high. Impedances were normal on (B)(6) 2014 except for electrode #7. Impedance check indicated an open lead at #7, and had greater than 10,000 ohms which was not used in programming, programmed around the open lead in order to achieve therapy on (B)(6) 2013. The cause of the event was likely that the amplitude was too high, intense for the field stimulation. It stung some at the battery site when leaned back against the battery for an extended time, and was encouraged to change body position more frequently. They narrowed the pulse width and locked rate as he didn¿t grasp the concepts to balance stimulation to comfort level. The reset the resolution to allow for more gentle ramping of stimulation intensity. Was encouraged to maintain head in neutral position and use the amplitude to adjust stimulation rather than moving neck around to feel stimulation. It was suggested that the patient run the stimulator at a lower setting to provide a more preventative type of therapy. He suffered from copd and had a low educational level with lends to difficulty in understanding the working mechanisms of the programmer. T he patient was doing okay and was receiving effective therapy. The patient felt he had achieved at least 50% relief and the pain issue fluctuated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 977a190, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a190, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).